Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-apr-2026, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak had a stitch that would not tension properly, the repair stitch would not budge at all. This was discovered during a labrum repair procedure with no patient harm. No procedural delay was experienced and no additional anesthesia administered. The suture was removed, the anchor was left in the patient, and the case was completed with another fibertak.